Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor memorygel breast implant. Rupture was diagnosed by computed topography post procedure. At the time of this report, mentor has received no information regarding explant date; however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
Additional information was received on 9/19/2018. An explantation of the device is scheduled for (B)(6) 2018. Concomitant products: 225cc mentor memorygel breast implant, catalog #3542257, lot #197097. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/22/2019. Device evaluation summary: it was reported that a 57-year-old female underwent primary breast augmentation with a mentor memorygel breast implant. Rupture was diagnosed by computed tomography post procedure. Two devices were received by mentor with no lot number. Device a contained clear gel. Red material was observed within the device and gel was observed on the shell surface. During initial evaluation, an area of missing material was observed within siltex cracking on the posterior aspect measuring approximately 1 x 1.5 cm. No other anomalies observed. Device b contained clear gel. Red material was observed within the device and gel was observed on the shell surface. During evaluation two rents were observed within areas of siltex cracking on the posterior aspect, measuring approximately rent 0.9 cm and 1.9 cm, respectively. No other anomalies observed. The mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since damages were found on both devices. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv (high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 11/21/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).